Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that a patient had higher than expected blood glucose levels. The reporter alleged that the patient had a bg level over 250 mg/dl but under 500 mg/dl with no symptoms of hyperglycemia. The alleged issue does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2017 with the following findings: the attempt to download the pump history and black box was unsuccessful. On investigation, pump emitted a recurring cs 078 call service alarm during the rewind step. Further testing was unable to be performed due to the recurring alarm. The complaint of a history settings issue was not able to be adequately investigated due to an unrelated recurring alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.